Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside the air/water-cylinder (tube), air/water channel and the auxiliary jet tube. In addition, the distal light guide lens has corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of the foreign white residue to remain in the device could not be determined. For the corrosion on the distal light guide lens, it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.